Manufacturer narrative:
Findings: pump received with partially broken reservoir tube lip, serial number label missing, cracked select button keypad overlay, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 11mmol/ l at the time of the incident. The customer reported that customer states the reservoir lid was detached. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.